Event description:
The intended procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation and additional information supplied by the customer (identified via b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the phenomenon was not reproduced during evaluation, a specific root cause could not be identified. Olympus will continue to monitor the field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had an image problem and was out of focus. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image problem, out of focus was confirmed. The device evaluation observed an out of focus, noisy image due to kinks on cable and cracked video connector. Additionally, the lens coupler was damaged and lens image was out of center. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.